Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, it was observed the right ventricular leadless pacemaker was having rotational issue when attempting to fixate to the target position. After placement and a deflection test was performed, the device was released from tether mode and immediately dislodged. A retrieval catheter was used to withdraw the device without issue. The device was exchanged and the procedure concluded without further issue. The patient was stable.

Manufacturer narrative:
The reported complaint of device dislodged or dislocated and difficult or delayed positioning could not be confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.